Event description:
It was reported that fixation peg pin was broken.

Event description:
It was reported that fixation peg pin was broken.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information, the actual root cause for the reported event could not be determined. No indications were found for any material or manufacturing related issue. (B)(4): device not returned.

Manufacturer narrative:
The product was not returned for investigation. Based on the available information, the root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any material or manufacturing related issue. (B)(4): device not returned.